Event description:
Reporter alleged blood glucose measured 269 mg/dl on one particular vial of test strips and 5-7 minutes later measured 103 mg/dl on a different vial of test strips. No actions or treatment was received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.